Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that following four intraocular lens (iol) implant procedures, three of the patients experienced "slight disorder" and a 2 to 3/10 decrease in visual acuity. These patients experienced glare following the presence of microbubbles. The surgeon considered that this was a transitory phenomenon. The four patients also had opacification and three of the four had additional "dazzle". This event was noticed upon examination. The implantation surgeries were performed by other surgeons. The iol models associated with each specific event were not provided. The events were ongoing/not resolved at the time of reporting. There had been no medical or surgical intervention taken. This specific surgeon reported that approximately five years ago, he observed 1-2 implants with opacification. No further information is expected from the surgeon. The contact details for the other implanting surgeons were not provided. This report is one of three medical device reports being filed for this pool of patients under the same manufacturer internal reference number. Each report refers to one of the iol models reported.